Manufacturer narrative:
The device was evaluated by a philips field service engineer. The reported issue was confirmed. The issue was isolated to the etco2 module. The etco2 module was replaced to resolve the issue. The device then passed all required performance assurance testing and was placed back into use.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device was unable to obtain an etco2 reading during a patient event. The involved patient was found pulseless and apneic. Five cycles of CPR and 1 shock were administered prior to als arrival. Upon arrival, the crew confirmed that the patient had no pulse or respirations and continued CPR. The patient was transported to the ed and pronounced deceased. There was no allegation that device behavior impacted patient outcome.